Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the rv (right ventricular) high voltage coil lead portion was broken between the coil and tip. The break was confirmed via x-ray and fluoroscopy. The lead was seen floating in the ventricle, and there was something like a narrow tunnel in the epicardium with the broken tip in it. It is unknown at this time why the lead break was being investigated in the first place, but we are investigating as to that matter. The lead remains in use. No further patient complications have been reported as a result of this event.